Manufacturer narrative:
The customer reported a ventilator's oxygen (o2) retention plate is not passing the ground wire resistance test during preventative maintenance (pm). The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The customer reported that they cleaned the excessive loctite off of the screw. This repaired the device. No other anomalies were reported.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14jan2021.

Event description:
The customer reported a ventilator's oxygen (o2) retention plate is not passing the ground wire resistance test. The device was evaluated by the customer. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.